Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received wherein the lead was explanted and replaced and effective therapy was established.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost effective coverage due to the l4 drg lead had migrated. Surgical intervention may be pending.